Event description:
Pt had the operation in 7/82 and has not fully recovered from the operation. She has experienced occasional vertigo and has been hopitalized several times, has localized pain by the joint where the implant was placed, has pain in her shoulders and neck area and most importantly, she cannot open her mouth wider then 27 mm since the operation. Rptr has the following questions pertaining to these implants: 1. In regard to tmj implants, how many medical devices of this type were on the market during 1982? 2. Can you give the names, addresses and telephone numbers of the MFR that produced these tmj implants during 1982? 3. Rptr's understanding was that the tmj implants were placed within a pt on a permanent basis during 1982. However, was there a labelling change in tmj implants to indicate that it was for "short term use" during the yrs 1980-1992? 4. If a labelling change had taken place, did the FDA mandate a recall and/or notice of tmj implants? 5. Are the harmful effects of another co's coated implants similar to these tmj implants? 6. Are there any findings that link to the eventual breakdown of tmj implants? 7. If products were recalled by FDA, are the physicians notified immediately? 8. If the physicians are notified by the FDA, should the physicians notify their pts immediately thereafter? Is it the physician's responsibility or FDA's responsibility? 9. How long can a physican wait to notify a pt of a potential harmful and/or dangerous medical device? 10. Rptr's mother is afraid of this surgery. Since she has had this tmj implant within her for the past ten yrs, is it advisable to have this implant removed? If it needs to be removed, what kinds of options does she have in terms of replacement of the articular disc? Does she need another implant? 11. Has the tmj implant improved over the yrs? If so, describe its improvements.